Event description:
On 03-dec-2008, stryker biotech learned of a case in the literature involving a male who experienced pain and swelling in his left arm ten weeks after receiving op-1 implant (to be confirmed) as part of a procedure to remove an intramedullary nail and debride and lateral plate his left humerus which had been fractured in an accident 16 months previously. During the procedure, the op-1 was placed at the site of the fracture together with a thrombin pouch to aid in healing. Radiographs taken ten weeks postoperatively revealed heterotopic ossification of the tissues lateral to the plate; however, two years following the procedure, the patient was reported to be stable and asymptomatic. Twenty six months following the revision plating, the patient underwent hemiarthroplasty of the ipsilateral shoulder for degenerative joint disease and increased shoulder pain. During the hemiarthroplasty, a section of ossified tissue was resected to allow for removal of the proximal screw and placement of a prosthesis. The physician reported that the patient has been symptom free since that time. Additional information has been requested.

Manufacturer narrative:
Source of report (literature): seq no.: 1, author: dr thomas a einhorn, journal title: j bone joint surg (br), year: 2008, page number: from 1617 to 1622, article title: heterotopic ossification after the use of commercially available recombinant human bone and morphogenetic proteins in patients.